Manufacturer narrative:
The customer¿s report of an error code incident was confirmed in the device error log however could not be duplicated during testing. The date and time of the event were not provided, and only the module was returned for investigation, with no pcu or pcu event log provided. A review of the module¿s error log identified that on (B)(6) 2016 at 1:42:17 pm error code 351.6610.0 occurred. Error code 351.6610 is defined in the technical service manual as 351 (motor safety system) 6610 (motor watchdog failure). The subsystem is the syringe motor watchdog and the error is due to an unexpected countdown interrupt. Analysis of the device event log showed a ¿channel_ malfunction¿ occurred at the time of the recorded error. Thirty minutes preceding the logged error, an unknown infusion was recorded with a monoject (6ml) syringe at a rate of 6.46ml/hr with a noted 3.23ml vtbi. Because no associated pcu or pcu logs were provided for this investigation, programming details, including the drug selection could not be ascertained. Visual inspection of the syringe pump observed no anomalies. Extensive functional testing was unable to duplicate the reported failure. The syringe module was disassembled after testing; upon internal examination the device appeared in over all good condition with no issues or anomalies noted related to the reported complaint. The root cause of the occurrence of error code 351.6610 was determined to be associated to a software error.

Event description:
The customer reported an error code occurred however had no details about a patient event vs. During set up or priming. The customer noted that no internal incident report had been created, which would have been the expected protocol if there had been an adverse patient event. Although requested, no additional event information is available.